Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported the reading was always low(40-50) during use. That of the replacement sensor was still low (40-50). No patient impact or consequences were reported.

Manufacturer narrative:
The returned module was evaluated. During evaluation the module passed all visual and functional testing. When placed in a test fixture measurements were obtained and were as expected. The unit was determined to be functioning as designed. Initial reporter zip code exceeded maximum allowable digits, zip code is as follows: (B)(6). Corrected data: (model #) was updated from "9637" to "24667".